Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens but the lens felt tight in the cartridge, became stuck and tore. There was pt contact but no injury. Another same model lens was implanted. The cartridge used has not been approved by the manufacturer for use with the injector and foam tip plunger. The reporter stated they are aware this is off-label use.

Manufacturer narrative:
Eval results visual inspection of the returned product and a piece of one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. Conclusions - based on the complaint history and the eval of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the cartridge with the injector and foam tip plunger.